Manufacturer narrative:
G4: 21feb2020. B4: (B)(6)2020. A led (light-emitting diode) circuit panel overlay was returned for analysis. An investigation was performed and the broken led circuit traces were found on the returned led circuit panel that causes all the led not illuminated during test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec¿d date 27sep2019. Date of report rec¿d 30sep2019.. The bme reported that the overlay, power status was replaced to address and correct the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported alternating current (ac) indicator is off. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported alternating current (ac) indicator is off. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.